Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, she stated that the first time she was diagnosed with mastitis was (B)(6) 2017, and the second time was (B)(6) 2017. She stated that both times she was prescribed antibiotics and that the mastitis is now resolved. She indicated that the replacement pump is working without issue and that she discarded the old pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style advanced breast pump was producing very little suction. The customer mentioned that she had mastitis in the past.